Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had trouble unlocking the pump and interacting with the pump once the menus and features were accessed. During troubleshooting, tandem technical support (cts) confirmed that the pump was functioning as intended. Cts advised the customer to intentionally press on the buttons and in the center in order for the pump to register; the customer acknowledged. The customer's blood glucose level was 242 mg/dl. Reportedly, the customer would wait for bg level to come down and did not perform any actions to address it.